Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Please refer to b5 describe event or problem for more information regarding the specific circumstances of this event.

Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) was suspected of exhibiting premature battery depletion. Subsequently, the device was explanted and replaced. There were no additional adverse patient effects reported. The device will not return for analysis as the physician does not require the analysis.

Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) was suspected of exhibiting premature battery depletion. Subsequently, the device was explanted and replaced. There were no additional adverse patient effects reported. The device will not return for analysis as the physician does not require the analysis.